Event description:
It was reported that the micro drill spun on it's own without pressing the footswitch, and rolled up the gauze. The end user facility disconnected the cables, reconnected, and confirmed that the device function as intended. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the micro drill spun on it's own without pressing the footswitch, and rolled up the gauze. The end user facility disconnected the cables, reconnected, and confirmed that the device function as intended. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.